Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd¿ insulin syringe the plunger rod was difficult to move. The following information was provided by the initial reporter: the customer "reported plunger rod difficult to move."

Event description:
It was reported during use the bd¿ insulin syringe the plunger rod was difficult to move. The following information was provided by the initial reporter: the customer "reported plunger rod difficult to move."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 4 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for plunger rod difficult to move due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. H3 other text : see h.10.